Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that during commercial demo the touchscreen failed calibration. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. The customer replaced the touchscreen to address the reported problem.